Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no system problem reported" (no known device problem). The surgeon reported a corneal burn occurred. The cataract was hard, intumescent, and brunescent. The surgeon reported that initially he considered that the reason for the corneal burn was the hard cataract. The pt is presenting with persistent corneal edema and 0-fold, which could be caused or aggravated by the poor preoperative endothelial health. This surgeon has been using the system since (B) (6) 2009 and performs about 5 cataract surgeries per week. The pt's vision has not recovered yet.

Manufacturer narrative:
The company sales representative observed surgery with the surgeon. The surgeon's technique was reviewed and the company sales representative recommended using a manipulator to bring the pieces to the phaco tip. The parameters of the system were reviewed and within recommendations. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (6) health devices, hazard update: (B) (6), most corneal burns can be traced to issues related to surgical technique and not be malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).